Manufacturer narrative:
The investigation of introducer damage ¿ mechanical has been completed. The impella device was not returned for evaluation. There was no issue found during the case related to introducer damage. The device functioned/operated to specification. There was only minor bleeding event without any damage issue which was likely due to a use related issue as the physician inserted the companion sheath too close to the impella catheter on the hemostatic valve.

Event description:
The complainant had a 14 french and 7 french companion sheath being used for single access when due to a user error in puncturing with the 7 french sheath there was bleeding. The team completed the percutaneous coronary intervention and the companion sheath was removed and bleeding stopped. The patient's outcome is stable.

Manufacturer narrative:
D.4 serial number and unique identifier (UDI) # are unknown. The impella device was discarded by the customer and therefore, ¿an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed.